Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon review, it was discovered, that the implantable cardioverter defibrillator exhibited far r-wave oversensing. And post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.